Manufacturer narrative:
Product complaint # (B)(4). The event date is unknown. 510k: this report is for an unk - rods: uss/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Customer quality investigation: the investigation will be completed based on the supplied image(s).the image(s) was reviewed, and the complaint condition of broken was confirmed, as it can be seen that the rod is broken along the l5 and s1 section. As the implant(s) was not returned and as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be confirmed from image. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review a manufacturing record evaluation could not be performed as the lot number could not be confirmed from image. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the unknown universal spinal system (uss) rod was broken. The surgeon operated on the patient on (B)(6) 2020 t4-ilium posterior spinal fusion with synthes spine uss and discovered that the right rod was broken on (B)(6) 2021 during a normal patient follow-up. The broken rod was discovered with normal imaging. The rod breakage is on the right-side rod and is between the l5 and s1 screws. The left rod is still intact. In researching the rods implanted the surgeon used a 498.119 x 1 (6.0 x 500mm titanium rod) and a 498.296 x 1 (6.0 x 500mm tan rod). He did not know which rod that he placed on the right side, so it is unknown which of these rods was the broken one. There was no plan for revision surgery at this time and is going to continue to follow the patient. There was no patient consequence reported. Concomitant device reported: unknown locking screw (part #: unknown, lot #: unknown, quantity #: unknown) unknown screw/rod construct accessories: uss (part #: unknown, lot #: unknown, quantity #: unknown) unknown lamina/pedicle/process hooks: uss (part #: unknown, lot #: unknown, quantity #: 1) unknown mono/polyaxial screw collars/sleeves/heads: uss (part #: unknown, lot #: unknown, quantity #: 1). This complaint involves one (1) device. This report is for (1) unk - rods: uss. This report is 1 of 1 pc (B)(4).